Event description:
Information received indicates, the left siderail is not latching.

Manufacturer narrative:
The technician replaced the broken siderail push tube and push rod latch assembly to repair the bed.